Event description:
It was reported that device interrogation revealed decreased sensing and a high capture threshold. Pacing impedance was also increased. The physician found the lead further advanced than at the initial implant. The patient was sent to another hospital where the lead was explanted and replaced. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.